Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. D4: batch # unk. Correction: d4. Primary UDI number . Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the tt012 device was received with broken and the packaging opened was returned along with the instrument. In addition, a piece of plastic from the sleeve was returned inside a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. A manufacturing record evaluation was performed for the finished device lot 516c42 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: "what is meant by "groove section damaged"? : we will input the pictures in ecm when the product will be returned. How the device was damaged? :we will input the pictures in ecm when the product will be returned. Was the sleeve damaged? : we will input the pictures in ecm when the product will be returned. Was the housing damaged? : we will input the pictures in ecm when the product will be returned. Was there any insufflation issue?: we will input the pictures in ecm when the product will be returned. Was there any seal damaged? : we will input the pictures in ecm when the product will be returned. Any visible broken part? : we will input the pictures in ecm when the product will be returned." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during thoracoscopic pneumonectomy, groove section damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.